Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing pocket stimulation and muscle stimulation from the right ventricular (rv) lead, possibly due to a fracture or insulation breach. The stimulation may have been partly due to the patient's position. Pacing amplitude was reduced to alleviate the stimulation until the lead could be capped and replaced. No further patient complications have been reported as a result of this event.